Event description:
While descending steps in the front of his home, user reports that the cane collapsed, causing him to lose his balance. However, he did not fall or sustain any injury. He reported that the detents were missing. Examination of the cane confirmed that the detents were not present.